Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a few days post-implant, x-rays were performed for control purposes and revealed the right atrial (ra) lead had dislodged. During the repositioning procedure, the helix would not retract. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed there was a bend in the lead tip between the helix housing and the electrode ring. Additionally, dried blood was noted in the helix/helix housing and in the neck region. Testing of the helix mechanism was not successful due to dried blood in the mechanism. It was indicated the bend may have contributed to the helix issues as well.